Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ safetyglide needle was involved in a needle stick injury. As the result of the incident, blood work was taken and no prophylactic medication was required

Manufacturer narrative:
Investigation summary: no sample, lot, or batch was provided in support of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that unspecified bd¿ safetyglide needle was involved in a needle stick injury. As the result of the incident, blood work was taken and no prophylactic medication was required.